Event description:
At about 6 years 1 month after the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16 february 2023. Lot 160733: (B)(4) items manufactured and released on 18-may-2016. Expiration date: 2021-05-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.